Manufacturer narrative:
Device was not returned to rwmic as of (B)(6) 2015. Device manufactured in 2009 and purchased in 2010. Per manufacturer, end of life is two years after deployment. A request for additional information has been submitted to facility, no response as of (B)(6) 2015. Richard wolf medical instruments corporation considers this matter closed. However, in the event we receive additional information, we will provide manufacturer with follow-up information.

Event description:
Richard wolf medical instrument corporation (rwmic) sales representative was notified by customer indicating cable had disintegrated and flamed at the distal end during a procedure. No injury to patient or staff was reported.